Manufacturer narrative:
Complaint (B)(4). No samples were provided for evaluation. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint cannot be determined.

Event description:
Customer states tubes are underfilling. Straight needles and butterflies are used for specimen draws. If a syringe is used then the tube can be filled to optimal volume. A discard tubes is used if needed. Photos provided showed that most all specimens were filled to +/-10% of the nominal fill. Tech service advised this to customer.